Event description:
Patient had bladder suspension surgery on (B)(6) 2004 and a transvaginal mesh was used. Patient is now coming back to have this removed and have a revision surgery due to failure of the original device. Device is scheduled to be removed on (B)(6) 2015. We were contacted by a legal firm that has requested the explanted mesh be given to them (per patient's request).